Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, they cut out the pumps from the cardiovascular procedure kits (3 pumps were cut out of 3 kits). The user did not want to use lot qn12 due to previous pump leak complaints. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.